Event description:
The device arrived for evaluation and the initial investigation determined that this is a reportable event. The made aware date is (B)(6) 2013. The initial reported event indicated that the product was inserted into patient. No suction power when aspiration procedure was started. No harm to patient.

Manufacturer narrative:
(B)(4). The investigation indicated that this was deemed a reportable event. The made aware date is (B)(6) 2013. Method: actual device used in case was evaluated. Visual examination performed. The actual device used during the case was returned and evaluated. Visual examination of the returned aspiration catheter revealed that the wire lumen is torn from the proximal port of exit to the tip. The radiopaque marker band is missing and was not returned. No other damage was noticed. The aspiration catheter was flushed with water and no issues were noted. An .035 inch guide wire was inserted into the major lumen without resistance. A review of the device history record did not detect any deficiencies within the manufacturing process. The account was contacted about the findings of the missing radiopaque marker band however no additional information could be provided about the location. The event is confirmed for marker loose or missing from device. The initial reported event indicated that the device was unable to aspirate, however that is not confirmed. The analysis is complete as of today (B)(4) 2013.